Event description:
On 05-jun-2025, the user reported that on (B)(6) 2025, they experienced a low blood glucose (bg) event while driving, resulting in a seizure and a car accident. The user was transported to the hospital and admitted for three days. Ems reportedly measured a bg level of 50[?]mg/dl. The user sustained multiple spinal fractures and is now wearing a back brace. The user has since discontinued use of the ilet and returned the device.

Manufacturer narrative:
Device data does not confirm hypoglycemia on the reported event date of 29-may-2025. A dexcom g7 sensor session was active, having been initiated on (B)(6) 2025. The lowest cgm glucose value recorded on the event date was 81 mg/dl at 3:43 pm (pt). At 11:17 am, the user announced a "more than usual lunch" when the cgm glucose was 180 mg/dl. A marked rise followed, with cgm glucose exceeding 400 mg/dl by 12:43 pm. In response, the ilet delivered basal and correction insulin. At 1:35 pm, alarm 23 - high glucose was triggered but not acknowledged. Alarm 117 - g7 brief sensor issue occurred at 2:05 pm and resolved at 2:10 pm. Insulin delivery continued until 2:20 pm, when the cgm glucose was 282 mg/dl, at which point dosing paused due to an increased rate of glucose decline. Basal insulin resumed at 3:02 pm when cgm glucose had fallen to 165 mg/dl and the rate of decline had slowed. At 3:45 pm, alarm 24 - glucose falling quickly was triggered, followed by another alarm 117 - g7 brief sensor issue at 3:50 pm. The "glucose falling quickly" alert ended at that time. The last basal insulin deliveries were recorded between 4:07 pm and 4:17 pm, during which cgm glucose values were 97 mg/dl, 115 mg/dl, and 120 mg/dl, respectively. No further insulin delivery or user interaction was logged after this period. This hypoglycemic event appears to have been multifactorial in nature. The "more than usual lunch" announcement may have underestimated the true carbohydrate content of the meal, as evidenced by the significant postprandial rise in glucose and the resulting delivery of correction insulin. While the ilet responded appropriately to the available cgm data, two brief cgm sensor issues occurred in the hours following the meal, and none of the system-generated alarms were acknowledged. The user reported feeling unwell but did not confirm their glucose with a fingerstick or calibrate the cgm sensor. Ultimately, the cgm data available to the ilet did not reflect hypoglycemia at the time of the reported event, yet ems documented a glucose of 50 mg/dl upon arrival. Because the ilet uses cgm input to inform insulin dosing, any inaccuracy or delay in sensor data may have limited the system's ability to respond appropriately. Notably, review of data from the days leading up to the event shows that the user received similar meal and correctional insulin coverage without experiencing hypoglycemia, suggesting that additional, situational factors on the event date may have contributed to the severity of the outcome.